Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that an unspecified date, the patient experienced a blood glucose of 500 mg/dl with moderate ketones and polyuria associated with air bubbles in the cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was lubricant from inside the cartridge dripping outside the cartridge during the cycling step and air bubbles were noted. This complaint is being reported because the patient allegedly experienced hyperglycemia because of air bubbles in their cartridge.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A retained sample from the same lot was also tested with no defects found.